Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a velocity delivery microcatheter (velocity). During the procedure, the physician successfully delivered a ruby coil and a pod packing coil (podj) using the velocity, and then removed the velocity to inject contrast. The velocity was flushed and then re-inserted in the target location. However, the physician then felt resistance while attempting to advance another podj through the velocity. After two attempts to advance the podj, the coil and velocity were removed. Upon removal, the physician found that the velocity was kinked. Therefore, the procedure was completed using a new microcatheter and the same podj. There was no report of an adverse effect to the patient.